Event description:
The customer reported the system displayed an overload full error message. This message is attributed to arcing and will result in a system shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.